Event description:
This pi is for revision of the patient's right knee on (B)(6) 2024. As reported: "patient underwent two poly exchanges. One was last monday one was today. Poly exchanges were due to infection. X-rays attached. No other information available due to hospital policy."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlonasymconeaugsz d rm/ll; cat # 5549-a-242; lot # aphm. Tri ts femur sz7 right; cat # 5512-f-702; lot # aru4t. Tri ts baseplate size 6; cat # 5521-b-600; lot # atd3va. Triath fem distal aug 5mm - size 7 right; cat # 5540-a-702; lot # izgo. Tri cemented stem 12mmx100mm; cat # 5560-s-212; lot # 0062826d. Triath fem distal aug 5mm - size 7 right; cat # 5540-a-702; lot # jedv. Triathlon stem extender 25mm; cat # 5571-s-025; lot # ke8xxx. Triathlon cemented stem-15mm x 50mm; cat #5560-s-115; lot # 0064177k. Tri post augment sz7 5mm; cat # 5543-a-700; lot # ygvs. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.